Manufacturer narrative:
Lot number is unknown. Expiration date is unknown. Unique identifier is unknown. Manufacturing date is unknown. (B)(4). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. If there is any further relevant information obtained that changes the facts and/or conclusion, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported patient kept squeezing and pulling head away which resulted in suction loss that occurred two times while laser firing on the right eye. The treatment was aborted and the procedure was rescheduled. Pre-op bcva from (B)(6) 2019: right eye: 20/20 -4.00 x -1.25 x 13. Left eye: 20/20 -4.25 x -.75 x 80.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.